Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was discovered that noise was detected in the atrial channel. The patient was not adversely affected and there was no plan to address the anomaly at this time. Related manufacturer reference number: 2017865-2019-15438.